Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ taste disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026. The patient reported experiencing a general feeling that something was wrong, an unusual sensation, confusion and disorientation, chest numbness, and a metallic taste in the mouth. Despite these symptoms, the cgm was displaying glucose readings within the range of 80¿90 mg/dl. A fingerstick was performed and showed significantly lower values ranging from 40¿43 mg/dl. The patient's husband contacted the patient's endocrinologist for medical guidance, and was instructed to administer liquid glucose, glucose tablets, and snacks. The patient was closely monitored for approximately 45 minutes; however, her symptoms persisted despite treatment. Due to the ongoing symptoms and concern for her condition, the endocrinologist advised that the patient be taken to the hospital for further evaluation and monitoring. Upon arrival at the hospital on the same day, a fingerstick was taken and the cgm reading was 185 mg/dl, while the blood glucose reading was 138 mg/dl. Other than the fingerstick, the patient did not remember other medication given at that time. The patient mentioned that multiple treatments were tried different times to raise the blood sugar, but that it was ¿no use¿, and that they remained hospitalized for observation and monitoring. The patient was discharged after 2 days on (B)(6) 2026. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. At the time symptoms started, the reported glucose values fall within the c zone of the parkes error grid. Upon arrival at the hospital, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid on 06/02/2026. No additional patient or event information is available.